Manufacturer narrative:
The customer¿s reported issue was confirmed. The focus was making an abnormal noise on the image and did not move without turning on the power and initiating; the focus motor is defective. Additionally, the eye shade is town in four places. The brake release switch of the grip does not move well due to grease sticking. There is debris on the inside of the coverglass and the optical axis is misaligned and the upper and lower below standard specification. The potential cause of the torn eye shade is potentially attributed by repeated stress/force (pinching and or pulling of the eye shade) from handling. Manufacturer date of the device is august 2015. In general the customer is required to check the function of all devices used prior to a procedure as stated on the IFU (instructions for use manual) and as a preventative measure, the IFU (chapter 8) states, when an abnormality occurs, the device will not be used and to contact olympus. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer surgical microscope was returned for service/repair for a reported ¿poor focus¿ found during an unspecified event. Upon inspecting and testing, the service evaluation identified a (reportable) ¿ripped eye shade¿. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 13-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that this defect was caused by many years of use and handling. As for the tearing of the eye shade, it is likely that it was caused by repeated actions such as partially pinching and pulling the eye shade because it was partially torn. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received regarding the event: the issue was discovered prior to the procedure, during an inspection before use, which led to the procedure being postponed.

Manufacturer narrative:
A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the this defect was caused by long-term use and handling. Olympus will continue to monitor the field performance of this device.